Event description:
Doctor reported events of "port site complications" from journal article: "revisional bariatric surgery for failed gastric banding in asia: a review of choice of revisional procedure, surgical technique and postoperative complication rates", (B)(4) journal of endoscopic surgery (B)(6) (2011). This medwatch represents the 3 pts listed in table 1 of the article who were diagnosed with "port site complications." Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Port site complications are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."